Manufacturer narrative:
(H3) the investigation into the reported ¿heart valve damage¿ was completed, despite not receiving the device from the customer. Per cts doctor patient aortic valve was damaged s/p implant or d/t 2 hour explant of the impella cp. The patient was explanted on (B)(6) 2023. The patient was stable post explant and was sitting up in the chair post explant on no support . Per report, the patient decompensated the weekend of the (B)(6) 2023 and was reintubated and tee performed and showed a damaged aortic valve. The patient was taken to the operating room (or) for aortic valve replacement. The cause of the heart valve damage issue was not determined since product was not returned and sufficient clinical information was not provided. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The attending physician reports patient's aortic valve was damaged s/p implant or d/t 2 hour explant of the impella cp. The patient was explanted on (B)(6) 2023. Patient was stable post explant and was sitting up in the chair post explant on no support . Per report, the patient decompensated the weekend of the (B)(6) 2023 and was reintubated and tee performed and showed a damaged aortic valve. Patient was taken to the operating room (or) for aortic valve replacement.